Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure, performed on (B)(6) 2009. According to the complainant, following the first biopsy, it was noticed that the pull-wire was bent. It was reported that there was no difficulty or resistance entering the scope with the device. The device was then removed from the scope with some resistance. Since the necessary tissue sample had been collected, the procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).